Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires and pedicle screws were placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: the deviation of the 7 k-wires and 2 screws was detected by the surgeon after placement with CT control scans before finalizing the surgery, and the k-wires and screws were replaced successfully (re-positioned successfully) with navigation at the same surgery. The outcome of the surgery was successful as intended. There was no harm or negative effect to the patient, neither due to screw placements nor due to surgery/anesthesia delay (of ca. 30min) for re-placement of the k-wires and screws at the same surgery. There were no other remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the lateral and medial deviations of the 7 k-wires at t10, t11, l1, and l2 and 2 screws at t10 and t11 from the intended positions is due to a relative movement of the vertebrae operated on in relation to the navigation reference array attached on l4 due to forces applied when preparing the bone using the pedicle access needle and a mallet, in addition to navigating across a burst fracture at t12, which can cause an instability in the spine. These vertebra movements relative to the navigation reference array cannot be recognized by the navigation system when displaying tracked instrument positions on the registered image dataset. An additional contributing factor is a movement of the navigation reference array in relation to the vertebra on which it was attached (l4) due to insufficient rigid fixation and/or inadvertent forces applied to the reference array/clamp by e.g. Surrounding skin/tissue at the surgery after the first registration scan was performed and during the surgery. Array movement can lead to a shift between the navigation display of the image dataset and actual patient anatomy. Apparently, the resulting deviation in navigation was not recognized during advancement of the pedicle access needle and placements of the k-wires and screws with the necessary navigation accuracy verification after registration and throughout the procedure not sufficiently performed. Note: navigation did not cause or contribute to the affected k-wires having been placed too deep (past the anterior vertebral body) as the depth of the inserted k-wires are not controlled or tracked by the brainlab navigation or pedicle access needle. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (mis) for a spinal fusion of t10-l3 for a fracture at t12 with planned placement of 10 k-wires and 10 pedicle screws in the thoracic and lumbar vertebrae, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d (B)(6). During the procedure the surgeon: positioned the patient in prone position on the or table and created a partial exposure over the region of interest. Attached the navigation reference array on vertebra l4. Performed a CT scan using a non-brainlab CT scanner and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative CT scan imported into and used by the navigation). Calibrated the brainlab pedicle access needle (pan) to the navigation, and verified and accepted the calibration accuracy. Used the aid of navigation to align the pan to the desired trajectory, hammered it into the pedicle with a mallet to create a path, removed the needle, and placed a k-wire down the guide tube of the pan into the created path, for the left and right sides of l3 to t10, excluding right l1 and left t12 - 10 k-wires. Noted the tip of the wire felt "squishy" while placing the k-wires at t10-11 but was unable to determine if this was due to poor bone quality or due to the k-wire not being in the bone. The surgeon removed and replaced the k-wire at left t11 using the navigated pan to create a new path in the pedicle. Performed an intraoperative CT scan in the same manner as the previous scan, and verified and accepted the automatic registration to proceed. Determined from the CT that 7 of the k-wires (both sides t10, t11, l2; left l1) deviated from the intended path by approx. 5mm lateral (for the left k-wires) and medial (for the right k-wires), and were also placed too deep (past the anterior vertebral body). Removed the deviating k-wires and used the navigated pan in the same manner as before to create a new path (entry and trajectory) in the pedicles and re-place the k-wires. For left t10 and both sides of t11, the existing entry point was used to create only a new trajectory. Performed a third intraoperative CT scan in the same manner as the previous scans, and verified and accepted the automatic registration to proceed. Determined from the CT that the right t10 k-wire was still deviating medially from the intended path, and used the navigated pan in the same manner as before to create a new trajectory in the pedicle and replace the k-wire. Calibrated a non-brainlab screwdriver to the navigation, and verified and accepted the calibration accuracy. The navigated non-brainlab screwdriver was used to place 10 screws over the k-wires from t10-l3. Performed a fourth intraoperative CT scan in the same manner as the previous scans, and verified and accepted the automatic registration to proceed. Determined from the CT that the left t10 screw was placed 10mm too shallow and 15 degrees lateral, and the right t11 screw was placed 10 degrees too medial, from their respective intended positions. Removed the deviating screws, used the navigated pan to create a new path and place k-wires, and used the navigated non-brainlab screwdriver to re-place screws over the k-wires in left t10 and right t11. Performed a final intraoperative CT scan and confirmed all screws were correctly placed as intended. Completed the surgery successfully. According to the surgeon: the deviation of the 7 k-wires and 2 screws was detected by the surgeon after placement with CT control scans before finalizing the surgery, and the k-wires and screws were replaced successfully (re-positioned successfully) with navigation at the same surgery. The outcome of the surgery was successful as intended. There was no harm or negative effect to the patient, neither due to screw placements nor due to surgery/anesthesia delay (of ca. 30min) for re-placement of the k-wires and screws at the same surgery. There were no other remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.